Event description:
Reporter indicated that vns pt was experiencing feeling like the device was "fluttering" and that pt could see the device move in their chest when pt is laying down. The pt can see their chest going up and down during these episodes and that it caused the pt severe pain for which pt has been seen in the hosp e.r. The pt also reports severe shortness of breath with stimulation. Device diagnostic testing was within normal limits, indicating proper device function. The pt has used the magnet to temporarily discontinue stimulation during the reported episodes. Treating neurologist indicated that the events were not related to the implant surgery or to the vns therapy system and no intervention is planned. The pt has requested a replacment vns therapy system. The pt reports that the use of the magnet does not stop stimulation. Cardiac issues have not been ruled out as the cause of the pt's symptoms.